Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8781 (B)(6); product type: 0184-catheter; implant date (B)(6) 2012. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (healthcare provider, clinical study) regarding a patient who was receiving compounded baclofen, bupivacaine, clonidine, and dilaudid (hydromorphone) via an implantable pump. It was reported that examination revealed the pump was flipping within its pocket. The patient was advised to apply pressure to the site until the pocket could be revised. On (B)(6) 2026 the pump was re-anchored using fiber wire ties and all four pump suture loops. Side port aspiration was attempted at the time of pump pocket revision and sluggish flow was observed, it was flushed with saline and sluggish flow persisted. Indicating probable catheter occlusion. The catheter was cut at the spinal segment, and after csf flow was observed, the pump segment of the catheter was replaced, splicing with the existing spinal segment where the segment was cut.